Event description:
It was reported by colombia that the motor device would not operate at all. During in-house engineering evaluation, it was determined that the device ran in locked position - power broken, was loose, and had a cosmetic damage ¿ worn. It was determined that the moving parts did not move smoothly. It was further determined that the device failed pretest for visual assessment, loctite verification, motor rub assessment and safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device running in locked position - power broken, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).